Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to leaking oil on the home switch. Unable to perform displacement, basic occlusion, excessive no delivery, prime/a33 and occlusion tests due to motor error alarms. The insulin pump has cracked reservoir tube lip, minor scratched display window and missing the end cap sticker.